Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: first unknown mentor gel prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with unknown mentor gel prostheses. Bilateral rupture of the breast prostheses was diagnosed post procedure through an ultrasound and MRI. At the time of this report, mentor has received no information regarding an explantation date, but it was indicated that the devices will be replaced with unspecified mentor gel breast implants. This report is for the second of the two prostheses. See manufacturer report number 1645337-2018-03554 for the first prosthesis.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4).